Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The following cosmetic damage was also noted: cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked lcd window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, and broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the buttons were sticking and not responding as easily as they used to. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer also mentioned that there was damage near the battery compartment from being dropped in the past. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.